Event description:
Per the clinic, the patient experienced recurring infection and cellulitis at the abutment site. The patient was treated with eight courses of oral antibiotics beginning on (B)(6) 2014. The patient also underwent two surgical procedures for debridement of the site, (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(6). Implanted device remains.